Event description:
This is report 2 of 3 for (B)(4) it was reported that during osteotomy surgery the burr device (a-crn-s-g1) filament broke. A second filament was used without issue. During bone flap drilling two burr devices (s-1510td-g1) filaments broke consecutively. The surgery was completed without problems using a third filament. It was reported that although breakage was understood, the frequent occurrences raised concerns about quality. The surgeon planned to reduce rotation speed in future. It was not reported if there were any delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: e1: the reporter¿s complete address : (B)(6), japan as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.